Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling lethargic and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.